Event description:
It was reported that an interlink t-connector extension set's connection leaked. The user observed a loose connection between the set's luer and a non-baxter catheter; resulting in a leak. The set was being used with a power injector. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed.